Event description:
It was reported that the radiofrequency programmer head did not interrogate. The head was returned for service. No patient complic ations have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head would not interrogate, and the cable was replaced to resolve. It was further determined that the upper case had broken screw inserts and therefore the upper case was replaced, and that the magnet was broken and therefore the head's magnet was replaced. Concomitant medical products: product ID 2067l radiofrequency programmer head; product ID 2067l radiofrequency programmer head; product ID 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported that the programmer would not interrogate. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2090w programmer; product ID: 2067l radiofrequency programmer head; product ID: 2067l radiofrequency programmer head; product ID: 2067 radiofrequency programmer head; (B)(4).